Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the platform is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) powered off after displaying an unknown error message and will not power on. No patient involvement.

Manufacturer narrative:
Additional information in b5 the primary report of the autopulse platform (sn (B)(6) powered off after displaying an unknown user advisory (ua) on the user control panel was confirmed during functional testing and archive data review. Based on the archive data review, the unknown error message observed by the customer was "system error, out of service, revert to manual CPR." The investigation findings revealed that the root cause of the reported issue was a defective processor board due to normal wear and tear of the platform. The autopulse platform is reusable device and was manufactured in 22 september 2010 and is 9 years old, past the expected service life of five years. There was no preventive maintenance performed on the platform. The secondary report of the platform not powering on was not confirmed during functional testing. The platform powered on during the functional testing. Evaluation of the platform during initial power up, revealed a "system error, out of service, revert to manual CPR" message on the user control panel upon power up. The archive data was reviewed and contained system error 132(internal watchdog timeout) error message on (B)(6) 2020 and not on the reported event date of 22 apr 2020. The investigation findings revealed that the root cause of the reported issue was a defective processor board. During visual inspection, the platform was examined and found power distribution board revision level is below 6 and needs to be updated due to the age of the platform. This observation is unrelated to the reported complaint. After replacing the processor board and power distribution board, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6) powered off after displaying an unknown error message and will not power on. No patient involvement. Based on the archive data review, the unknown error message observed by the customer was "system error, out of service, revert to manual CPR.